Manufacturer narrative:
Philips has investigated this complaint. The philips filed service engineer (fse) inspected the system onsite and observed that the main distribution box had been powered down by the hospital, which prevented the system from booting up. It was confirmed that the system itself was not malfunctioning. Once the hospital restored the incoming power, the system booted up successfully. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. This scenario involves situations where the hospital's main power supply is either non-functional or there is a localized power failure not caused by the azurion or allura device. Since the failure of an external power source is not considered a malfunction of the azurion or allura system, this event is deemed non-reportable. The codes have been updated based on the investigation's outcome.

Event description:
It was reported to philips that system was unable to boot the device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.